Manufacturer narrative:
Imprecise data generated. A definitive root cause has not yet been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report imprecise results for gi monitor (ca 19-9 antigen) for two (2) patient samples assayed with gi monitor access reagent on a unicel dxi 600 access immunoassay system. The imprecise gi monitor results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that the gi monitor results obtained for two (2) patients had exceeded the precision claims for the assay. At the time of the event, quality controls were recovering within the laboratory's established ranges. The customer had performed a five (5) point precision gi monitor analysis resulting with a coefficient of variation (cv) of 3.3% which falls within the precision claims for the assay. Bec offered to dispatch a field service engineer (fse) to the customer's site. The customer declined service. The customer only wanted this event documented. A definitive root cause has not yet been determined for this event.